Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced multiple dislocations. A revision surgery was performed.